Event description:
The patient had a bulge in their back (csf leak). During the revision, the lumbar catheter was found to have dislodged. The catheter was revised, but the patient developed wound complications and then a superficial wound infection. The device system was then explanted. The patient recovered without sequela. The device system was used to deliver morphine sulfate.